Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous right ventricular (rv) lead exhibited far-field oversensing of atrial events after the vpace. There was no report of adverse patient effect associated with this clinical observation.

Event description:
--

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information becomes available, this report will be further evlauated and updated.

Manufacturer narrative:
On further review, it was determined that the actual event that transpired was atrial oversensing of farfield ventricular activity. Adjusting device sensitivity was discussed. There was no report of adverse patient affect or any inappropriate mode switching. There was no impact on critical therapy. All associated medical devices remain actively in service. This investigation is considered re-closed at this time. If new information were to become available, this report will be further evaluated and updated.